Event description:
Aspen surgical received a report from the distributor indicating that a dr fog product was discovered with a sealing issue. This occurred for two lots of product, and the two complaints are being combined into one report. They were complaints (B)(4) (lot 336687) and (B)(4) (lot 341920). The items were not in use. No injury/death was reported.

Manufacturer narrative:
Aspen surgical received a report from the distributor indicating that products were found with seal issues. The actual devices were not returned for evaluation. The manufacturing lot numbers were provided for review. Photographic evidence was provided for review as well. If any additional relevant information is identified, the additional relevant information will be submitted in a supplemental report.

Event description:
Aspen surgical received a report from the distributor indicating that a dr fog product was discovered with a sealing issue. This occurred for two lots of product, and the two complaints are being combined into one report. They were complaints (B)(4) (lot 336687) and 1183178 (lot 341920). The items were not in use. No injury/death was reported.

Manufacturer narrative:
Aspen surgical received a report from the distributor indicating that products were found with seal issues. The actual devices were not returned for evaluation. The manufacturing lot numbers were provided for review. Photographic evidence was provided for review as well. If any additional relevant information is identified, the additional relevant information will be submitted in a supplemental report. This is being sent as a follow up report as we had a system error when submitting the intial report.

Manufacturer narrative:
Aspen surgical received a report from the distributor indicating that product was found with seal issues. It was found that the protrusion bar used to detect out of pocket parts on the production line will push the treated sponge product out of the pockets if the plastic backing on the sponge is warped. Root cause was a machine error. Operators boxing the sponges should also detect seal errors during packaging. This was reviewed with the production team. We will continue to monitor the situation for any additional relevant information. This report can be considered final, however if we discover any additional relevant information it will be submitted in a supplemental report.

Event description:
Aspen surgical received a report from the distributor indicating that dr fog sponges were discovered with sealing issues. This occurred for two lots of product, and the two complaints are being combined into one report. They were complaints (B)(4) (lot 336687) and (B)(4) (lot 341920). The items were not in use. No injury/death was reported.